Manufacturer narrative:
The product was not returned for analysis because the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, a quality issue was noticed on the periphery of the lens optic while the lens was unfolding. The account manager reported proper lens loading technique by the technician. The lens remains implanted and no patient harm has been reported. Additional information has been requested.